Event description:
Customer reported hospitalization due to pneumonia. Customer experiencing high blood glucose. The physicians are trying to adjust the basal rates. The blood glucose reading was over 400 mg/dl. The insulin pump has been delivering insulin, however, the blood glucose has been high. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.